Event description:
A tandem mobi cartridge alarm was reported by the caller, and the issue occurred during the load process. There was no adverse impact on the customer¿s blood glucose level. Despite the initial alarm, the customer successfully reloaded the original cartridge and resumed insulin therapy, resolving the issue without further complications.